Event description:
A doctor's office alleged that three (3) patients experienced the debonding of a veneer after placement with bond-1. This is the third of three (3) reports.

Manufacturer narrative:
Specific information with regard to age, gender and weight were not provided. The office could not recall patient or incident details. The office reported that the doctor cemented crowns for the patient using the same product, without further incident. To date, the patient is doing fine. The product alleged in this incident was not returned; therefore, an 'adhesive strength test' of the retain sample was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.